Manufacturer narrative:
Concomitant medical products: product ID: 97740, serial# (B)(4), product type: programmer, patient. Product ID: 9 7754, serial# (B)(4), product type: recharger. Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2013, product type: lead. Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2013, product type: lead. (B)(4).

Event description:
A consumer reported via a manufacturing representative that they had not been able to fully recharge the implantable neurostimulator (ins) since implant. The patient had to hold the recharger antenna next to their skin and press "super hard." Initially the patient got eight coupling bars, but then they got six bars so they had to adjust the antenna dial. The ins took three hours to charge to 75% and the patient could never fully charge the ins. The patient stated it was very difficult for them to find the spot to get eight coupling boxes and they had to press the antenna into their buttock to get the ins to charge. The patient had tried contacting a manufacturing representative. The patient's health care provider (hcp) later reported the patient had difficulty charging. The hcp stated the patient always had an inability to fully recharge the implantable neurostimulator (ins). It was unknown if the recharging frequency matched the patient's settings. The patient was trained and able to demonstrate effective recharging. The ins was programmed in continuous mode. The cause of the event was unknown. Reprogramming was attempted. The ins was replaced in (B)(6) 2014 and following the revision the patient recovered without permanent impairment. The patient's indication for use is non-malignant pain and complex regional pain syndrome type 1.